Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery- the surgeon performed a wash out, disinfected, and replaced the standard insert.